Manufacturer narrative:
One photo sample was received in the (B)(4) plant for evaluation. Foreign matter was noted on the syringe therefore failure mode is verified. During the printing process, the syringe rides on chains. The chains are oiled to preserve the function and improve the life of the chains. When the chains are oiled, it is possible that excess oil was applied and if not cleaned properly it can contaminate the syringe. Audits are performed weekly to identify if cleaning of the chains is required. Retraining to all operators, mechanics, and technicians to remind them to not overgrease/oil the printing chains and avoid contaminating syringes was performed 8/1/2017. A DHR was completed and no defects were found. No quality notifications were issued for this batch. No additional corrective action is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found on a 30 ml bd luer-lok¿ syringe tip prior to use resulting in contamination. No injuries or medical interventions needed.